Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a realize adjustable band, on (B)(6), 2009 port was access was difficult. After six attempts to access the port, the patient was unable to tolerate due to pain. (B)(6), 2009, under fluoroscopy, it was determined that the port had migrated/disconnected. On (B)(6), 2009 the port was reattached. (B)(6), 2010 the port was replaced due to a leak. The was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). The injection port was returned for evaluation. Upon visual inspection it was observed that hooks were returned retracted, actuator ring was in the unlocked position. It was also noted that the septum had ten (10) punctured marks. Several brown stains were observed on the port body and the actuator ring. A blockage test was performed on the injection port with a successful result; no blockage was found. A leak test was performed on the injection port with a successful result; no leakage was found on the septum. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted. The device was returned fully functional. A device history record (DHR) review was performed and no discrepancies were found. A 100% inspection is also performed prior to release.

Manufacturer narrative:
(B)(4).